Event description:
As per device explant form information, chronic infection with dehiscence of the skin led to explantation. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection and skin dehiscence at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
As per device explant form information, chronic infection with dehiscence of the skin led to explantation. The device was explanted.